Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured for 60 seconds. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured for 60 seconds. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Updated device avail for evaluation, returned to manufacturer date, device eval by manufacturer, device return to manufacturer, evaluation method codes, evaluation result codes and evaluation conclusion codes. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older. Updated device event or problem.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vessel. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured for 60 seconds. The procedure was completed with this device. No patient complications were reported. It was further reported that the patient's status post-procedure was stable.